Event description:
During ptca procedure for coronary stent placement, the coil of ththe guidewire was stretched like an "acordion". Upon withdrawal of the guidewire into the guilding catheter, the entire coil section of the guidewire was completely detached from the shaft. The coil could not be retrieved from the lad artery. Pt undeerwent CABG on 1/19/94 at which time, the coil was partially retreived (3cm of coil remained in retrieved (3cm of coil remained in lad). The pt is reported to be in good condition after surgery.